Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the surgeon performed bha on (B)(6) 2018. The surgeon found dissociation. So he performed tha as a revision. The patient had spent a normal life without falling. The surgeon has never experienced dissociation issue for over 20 years.